Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the silicone of the clamp part peeled off and it became unusable, but it has not been completely removed. The product has not fallen into the patient's body. The new product was opened, the operation continued, and it was completed successfully. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the silicone of the clamp part peeled off and it became unusable, but it has not been completely removed. The product has not fallen into the patient's body.the new product was opened, the operation continued, and it was completed successfully. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: d10. G4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/01/2021. An investigation was conducted on 03/11/2021. A visual inspection was conducted. The harvesting device as well as the cannula was returned for evaluation. The cannula was observed to be intact, with the c-ring intact. No visual defects were observed on the cannula. Signs of clinical use and evidence of blood was observed. Charred material was observed on the jaws as well as on the heater wire. The heater wire was observed to be flexed away at the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw to the base of the cold jaw, exposing the metal cold jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device and the results of the investigation, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire". The lot # 25152740 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.